Event description:
Four fr single lumen groshong was inserted and when the PICC was flushed with the saline from the kit the pt experienced shortness of breath, chest pain and panic. When saline was being flushed, pt experienced shortness of breath, anxiety, and "eyes rolled back." Reaction was transient, so there was no need to call a rapid response. No vital signs were taken. Reaction began when PICC was being flushed, prior to dressing, prior to cleaning the site, and after stylet was removed. When placement was checked, the tip of the catheter was "2 cm too far," at the entrance to the right atrium. Catheter was pulled back 2 cm, and PICC remains in the pt. Rn flushes with "rapid" saline flush to clear the line of blood after checking aspiration.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.